Event description:
It was reported that patient presented remotely via merlin.net. Upon review of transmission, it was noted that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No intervention was performed. Patient was stable.